Event description:
It was reported the pt was not receiving stimulation in her left hip. A sjm rep was unable to resolve the issue with reprogramming. Subsequently, the pt's scs lead was relocated from the right side of her epidural space to the left side of her epidural space. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.